Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.

Manufacturer narrative:
Event eval: a review of complaint history, instructions for use (IFU), quality control specifications, and trends were conduction during the investigation. Based on the info provided, a large proximal type 1 endoleak was confirmed by CT. The endoleak was gone three months later and monitoring continued with no aneurysm growth. Two years later, a type 1 endoleak was observed again and the physician began planning add'l procedures. Prior to intervention, the aneurysm ruptured and the pt was taken to the hosp. The excluder extenders were placed which resolved the endoleak. This info was presented at a symposium during the presentation, a member of the audience commented that the endoleak could be a dissection rather than an endoleak. The zenith device has completed design control requirements demonstrating that the device meets the predetermined requirements and that the requirements meet the needs of the user. Specifically, design verification testing included water permeability testing, migration resistance testing, and radial force testing. The results met the acceptance criteria. The IFU provides instructions for use, contraindications, warnings and precautions regarding the appropriate method of use. Specifically, it states "additional endovascular interventions or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing an enlarging aneurysm, unacceptable decrease in fixation length (vessel and component overlap) and/or endoleak. An increase in aneurysm size and/or persistent endoleak or migration may lead to aneurysm rupture. Patients experiencing reduced blood flow through the graft limb and/or leaks may be required to undergo secondary interventions or surgical procedures." Additionally, it states " key anatomical elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation (>60 degrees for infrarenal neck axis of aaa or >45 degrees for suprarenal neck relative to the immediate infrarenal neck), short proximal aortic neck (<15mm); an inverted funnel shape (greater than 10% increase in diameter over 15mm of proximal aortic neck length), and circumferential thrombus and/or calcification at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. In the presence of anatomical limitations, a longer neck may be required to obtain adequate sealing and fixation. Irregular calcification and/or plaque may compromise the attachment and sealing at the fixation sites. Necks exhibiting these key anatomical elements may be more conducive to graft migration or endoleak." Imaging was provided and was forwarded for expert clinical review. The imaging demonstrates a tear drop shape of contrast collection, which could be understandable to suggest that it represented a false lumen of a dissection. However, rather than originate at a suprarenal stent apex or barb where a dissection would be expected, the leak originated at the sealing stent top and is strong evidence in support of a type 1a endoleak. Because the sealing stent was deliberately placed at the 90 degree aortic bend apex 20 mm interior the renal arteries, the angle represents the suprarenal to infrarenal aorta angle rather than the aneurysm neck to aneurysm angle. Consequently, the angle is twice the 45 degree IFU prescribed maximum. Bent 90 degrees, the suprarenal stent wire twists. This would place greater stress on the aortic wall and possibly tear the intima or cause a leak. Based on the investigation eval, there is no indication that a design or process related failure mode contributed to this event. Based on review of the returned imaging, the appearance of contrast most likely represents a type 1 proximal endoleak resulting from the stress placed on the suprarenal stent due to the pt's anatomy (outside IFU). The appropriate internal personnel have been notified. We will continue to monitor for similar events.

Event description:
Info was provided in 9th (B)(6) held in (B)(6) from (B)(6) 2014, and cook rep obtained this info on (B)(6) 2014: (B)(6) 2011: an (B)(6) male pt underwent aaa repair. The max minor axis of the aaa was 60mm and it was located right below the renal arteries. The neck length was 39mm and the angle was 90 degrees. The aorta right below the renal arteries was 20mm. The left side was strongly tortuous, but a main body and two iliac leg grafts were placed successfully. Ten days later: massive proximal type I endoleak was confirmed by CT. However, it was gone 3 months later and the pt was followed closely and no growth of the aaa and type I endoleak were confirmed until the CT scan performed 2 years and 2 months later. The physician started planning additional procedure. One month later (27 months after the initial procedure): the aaa ruptured and the pt was taken to the hospital. Next day: three of excluder ao extenders were placed at the proximal side and the endoleak was solved. The aaa because smaller and the pt is doing fine after the procedure. Another physician from another hospital at the symposium commented as below: "it's a dissection, not type I endoleak. 'Type I endoleak like appearance' is actually a false lumen. Dissection occurred due to placement of zenith, which has supra renal stent at the tortuous area.'